Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product is discarded. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a refractive surprise of -2.00 outcome after implant of a model zxt225 21.0d (diopter), tecnis multifocal iol (intraocular lens) in the right eye (od). Patient was also experiencing blurred distance vision after post-operative day 1. The lens was explanted and replaced with the same model, a smaller 18.5d lens. Patient was doing very well after replacement with an uncorrected visual acuity of 20/25. Patient was happy with the outcome. Patient's visual acuity pre-op: 20/60; patient's visual acuity post-op (initial implant): 20/100 refraction 2.75ds (diopter sphere) 20/20; patient's visual acuity post-op (post-replacement): 20/25. No additional information provided.